Event description:
The patient reported that their first battery was not working. The patient also noted that their device was not telling them when to use the bathroom. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who said the first ins started acting up so they put a new one in. The patient also said the previous time it was hurting on their left side so they put the current one in on their right. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.